Manufacturer narrative:
According to the facility the patient experienced a surgical site infection related to the use of the liquiband. Per the facility the skin was described as "completely broken down under the mesh of the liquiband" after 15 days of use. Per the facility the patient required antibiotics related to the reported incident. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient experienced a surgical site infection related to the use of the liquiband.